Manufacturer narrative:
The patient was suggested to consult her doctor as arthrosurface does not provide medical advice or diagnosis. Based on the information provided, it is possible that the arthritis may have progressed or the scar tissue has built up. The exact cause for reported pain and diminished mobility is unknown. The part and lot information of the device in question are unknown. Hence, a review of the device history record (DHR) cannot be conducted. The package insert of the device states that this type of event(s) can occur and all risks are addressed in the risk documentation. An appropriate root cause was unable to be determined as necessary information to adequately investigate the reported events was not provided. Should arthrosurface receive any additional information which would change or alter any conclusions or information, a supplemental MDR will be filed accordingly.

Event description:
The patient reached out to arthrosurface via website and stated she received the toe hemicap 1.5 years ago. According to her, she had the hemicap procedure done to undo a painful fusion. She is happy and can bend the toe a little. However, it is slightly painful, swollen and does not have full motion. She also stated that she developed hallux valgus and asked her doctor if there was a scar tissue build. The doctor is unsure.